Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the video connector caused a poor connection with the pigtails and needed to be replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, that during preparation for use the pigtail of the evis exera iii video system center did not lock when it was pushed in. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to a worn-out video connector. Olympus will continue to monitor field performance for this device.